Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The crani-a attachment device was evaluated and the reported condition that the device did not work was confirmed. An assessment was performed and it was observed that the device failed cutter insertion test due to worn out bearings and the neuro-tip leg had been drilled into. During repair it was observed that the bearings are worn out and loose create a situation where the cutter is not able to be inserted. It was determined that this condition was due to the bearings no longer being in axial alignment not allowing the cutter to pass through. The assignable root cause of this condition was determined to be due to wear from normal use and servicing, the failure was caused by worn out bearings. The condition of the drilled neuro-tip leg was determined to be due to excessive lateral force being placed on the device causing the drill to flex and come into contact with the neuro-tip leg. The assignable root cause of this condition was determined to be damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Reporters phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the craniotome device was not working. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.